Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) received several line blocked alarms which resulted in high glucose. The pwd changed the infusion site and noted that the cannula was bent. No patient harm or injury was reported.